Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt reported their controller would go blank/unresponsive when they would plug their recharger antenna (rtm) plug or ac power supply into the controller since last week. Pt said they had to take their battery out 3 times to get their controller screen turned on when charging the implanted neurostimulator (ins) today. Pt mentioned they felt a "jolt occasionally" when they put their battery pack back into the controller so they had to put their device into MRI mode. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt noted the controller battery was at 70% recharging and the ins battery was at 100% charged. Pss helped the pt inspect the rtm cord, rtm plug, controller port, the controller battery pins, and the li battery pack contacts, but no visible damage was detected and the rtm was not hot to the touch when charging the ins. Pt attempted to charge their ins with the rtm and the controller went blank/unresponsive when the rtm was plugged into the controller. Pt took out the battery pack and was able to advance to the ins charging with an excellent quality. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported they were stepping out of the shower and had a sudden shock that made them fall back as it ran down their right leg. They said they hit the back of the shower and they were nothurt. They went to see their pain specialist; they acted like it was no big deal. When asked if the issue resolved, they stated that it has not happened again, they called their manufacturer representative (rep) but they no longer worked for medtronic. They were redirected to another rep and they left a message but never received a call back.